Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.analysis was normal. No anomaly was found.

Event description:
It was reported that the patient presented in the ER after receiving an inappropriate shock. It was found that lead was pulled back to the tricuspid valve. When repositioning was unsuccessful the lead was explanted and replaced.